Event description:
It was reported that revision for a mantis redux on l2-l5 levels. Dr. Performed a revision with the mantis redux kit. The dr. Began to remove the screws from the previous material, and then he inserted the screws mantis redux on the right, then the left side of l2 to l5. He then inserted the bent rod l.80mm on the right side, the dr. Preceded to the reduction, using the rod by screwing the nut along the tulip of each screw. The dr. Has carried out the reduction on the left side by inserting the rod. The dr. First tightened the nuts in l2 and l5, then on l3 and l4. On l3 - mantis redux screw diam. 6.5 x 40mm - when tightening the nut, the arms (not broken) of the tulip of the screw gave away; the surgeon had difficulty to continue tightening the nut. On l4 - mantis redux screw dia. 7.5 x 40mm, when tightening the nut, the arms (not broken) of the tulip of the screw gave away and then fractured. The dr. Had to remove all the nuts on the left side, then the rod, and the two damaged screws. Instead the dr. Inserted a mantis redux screw diam. 6.5x45mm and a mantis redux screw diam. 7.5x45mm, he re-curved the rod and tightened the screws. During reduction using the rod, the instrumentalist informed the dr. That a screw was starting to tear away from the bone. The rod used was a bent rod mantis dia. 6.0x80mm the procedure was extended by one hour and a half."

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: device inspection visual: the tulip was confirmed fractured. Functional: the mantis screw is no longer functional based on the fractured tulip. Dimensional: no dimensional analysis is necessary based on the fractured tulip. Conclusion: the reported event of the tulip arm fracturing during reduction can be addressed by a reduction helper as instructed in the surgical technique as "it strengthens the redux tulip arms during blocker insertion." The cause is deviation from user instructions.

Event description:
It was reported that revision for a mantis redux on l2-l5 levels. Doctor performed a revision with the mantis redux kit. The doctor began to remove the screws from the previous material, and then he inserted the screws mantis redux on the right, then the left side of l2 to l5. He then inserted the bent rod l.80mm on the right side, the doctor preceded to the reduction, using the rod by screwing the nut along the tulip of each screw. The doctor has carried out the reduction on the left side by inserting the rod. The doctor first tightened the nuts in l2 and l5, then on l3 and l4. On l3 - mantis redux screw diam. 6.5 x 40mm - when tightening the nut, the arms (not broken) of the tulip of the screw gave away; the surgeon had difficulty to continue tightening the nut. On l4 - mantis redux screw dia. 7.5 x 40mm, when tightening the nut, the arms (not broken) of the tulip of the screw gave away and then fractured. The doctor had to remove all the nuts on the left side, then the rod, and the two damaged screws. Instead the doctor inserted a mantis redux screw diam. 6.5x45mm and a mantis redux screw diam. 7.5x45mm, he re-curved the rod and tightened the screws. During reduction using the rod, the instrumentalist informed the doctor that a screw was starting to tear away from the bone. The rod used was a bent rod mantis dia. 6.0x80mm the procedure was extended by one hour and a half."